Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer, "error 3ff.", could be confirmed. The cause of the error is determined to a dirty control valve. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error 3ff occurred. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).